Event description:
And is involved in an advisory.

Manufacturer narrative:
Event conclusion cpi reliability assurance testing of the device found the tool-less connector spring electrodes (in both the atrial and ventricular connectors) to have no metallurgical anomalies. The device was put through a series of diagnostic tests, which verify the performance of the telemetry, pacing, sensing, and defibrillation therapy. The device performed normally throughout all tests and was found to meet electrical specifications. A transvenous defibrillation lead (model 0125, serial 213170) was also explanted during the replacement procedure. Reliability assurance testing found the lead to be within specification.